Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The transmitter was visually inspected and passed. Voltage testing was performed and failed, as there was no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed and bin log information did not show loss of connection within the investigation window. The reported event of loss of connection was not confirmed. The reported allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.